Event description:
Pt had undergone balloon angioplasty and stent implantation of right coronary artery on 4/9, and balloon angioplasty and stent of left diagonal and anterial descending on 4/10. Pt was then admitted on 4/19 with shortness of breath, anemia and congestive heart failure. On 4/23 while attempting to place "ave" stent to lesion in diagonal artery, stent came off the catheter; attempts to remove stent from body were not successful. Pt was then discharged to progressive care unit, at which time chest pain occurred again and pt was returned to the cardiac cath lab. Pt had myocardial infarction and was admiteed to intensive care unit, suffered anothr myocardial infarction and did not survive. The stent was displaced in the right femoral artery.